Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. Device did not return.

Event description:
Event was reported by a smiths medical distributor. The distributor contact reported that the home care patient produced a high blood glucose level over 500 mg/dl while using the cleo 90 6mm/24" infusion set, and occlusion alarms set off. The cause of the alarm was due to the site but there was no noticable bend in the cannula. The site was changed and a correction bolus will be performed on the pump. No patient injury was reported.